Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a balloon guide catheter, a non-penumbra microcatheter, and a stent retriever. During the procedure, the physician successfully completed two passes using the red62 and stent retriever. While retracting the stent retriever through the red62, the red62 fractured. The red62 and stent retriever were removed from the patient by hand. The procedure was completed using a new red62. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2026-00060: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned penumbra system red 62 reperfusion catheter (red62) confirmed it was fractured. Evaluation revealed yield marks near the fracture location indicating that the device likely kinked prior to fracturing. Based on the reported complaint, this damage occurred during retraction of the stent retriever through the red62 after completion of passes. If a stent retriever is retracted against resistance within the red62, it may contribute to compression of the catheter. As a result, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalization at the distal end of the red62. This damage was incidental to the complaint, and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a balloon guide catheter, a non-penumbra microcatheter, and a stent retriever. During the procedure, the physician successfully completed two passes using the red62 and stent retriever. While retracting the stent retriever through the red62, the red62 became damaged. The red62 and stent retriever were removed from the patient by hand. The procedure was completed using a new red62. There was no report of an adverse effect to the patient.